Event description:
Pt being treated for class ii malocclusion with external midface distractor implanted on (B)(6) 2012, was returned to the operating room on (B)(6) 2012 for readjustment after hitting the steering wheel of a car. Pt subsequently returned to the surgeon on an unk date complaining of headaches. The pt was returned to the operating room on (B)(6) 2012 and the surgeon removed the entire distractor prior to full consolidation and revised the pt to maxillary plating. This report is #8 of 11 for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.